Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: infinity dbs ext, model: 6372, UDI: (B)(4), serial:(B)(6), batch: 10139372.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the extension was explanted and replaced to address the issue. Effective therapy restored. Note: it is unknown which extension is related to this issue.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of returned lead extension found an area where all internal wires were broken. The fractures are consistent with the high impedance reported. The root cause of the fractures is unknown as there were no reports of the patient having any falls, trauma or accidents prior to the allegation.